Event description:
Caused a fire in the operating room. Additionally, account stated there were no medical surgical intervention and no untoward effects to the pt. The fire was on the cord near the connection to the machine.

Manufacturer narrative:
The sample was rec'd for investigation; however, the eval of the returned sample is still in-process. As soon as the investigation has been completed, a follow up report will be filed.